Event description:
Reporter alleged discrepant blood glucose values of 47 mg/dl back to back with a result of 271 mg/dl when testing was performed within 10 minutes on the advantage system. Customer did not provide the location of the testing, however, stated self treating with juice and crackers as a result of the readings. No other actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.